Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was a balloon valve leak alarm and an air detected in cassette alarm prior to finding the leak. There was fluid in the pump module area of the cycler and on the external part of the cassette. There was a hole in the mound of the cassette. In a follow up, a pd nurse verified the fluid leak event. The nurse said there was no harm, intervention or adverse event associated with the leak. The patient did get a new cycler. The old cycler is available to return.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was a balloon valve leak alarm and an air detected in cassette alarm prior to finding the leak. There was fluid in the pump module area of the cycler and on the external part of the cassette. There was a hole in the mound of the cassette. In a follow up, a pd nurse verified the fluid leak event. The nurse said there was no harm, intervention or adverse event associated with the leak. The patient did get a new cycler. The old cycler is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.